Event description:
It was reported approximately two days post-implant that the right atrial (ra) lead had perforated. The ra lead was reprogrammed and turned off. The ra lead was partially explanted by the physician. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.